Manufacturer narrative:
See attached follow up summary report.

Manufacturer narrative:
Nihon kohden orangemed inc. Will submit a supplemental report if additional information becomes available.

Event description:
It was reported that during patient use, the user tried to unlock the graphic user interface (gui). The on-screen unlock button was nonresponsive to touch. Ventilator continued to ventilate the patient. Patient was moved to another ventilator. No reported death or serious injury to patient. There was no harm to patient.